Manufacturer narrative:
The investigation of the returned devices were completed by the failure analysis lab on july 13, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 350cc. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect of the sal smooth rnd diap 350cc breast implant, measuring approximately 0.5 cm. Additionally, an area of missing material was observed on the anterior view and extending to the posterior view, measuring approximately 3.5 cm x 2.5 cm. Microscopic examination was performed on the edges of the missing material area, and parallel striations were found in an area of the rupture on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A microscopic examination was performed and the cause of the tear found in the posterior view could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received (lot-9535386). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation and anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 350cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. Patient also experienced macromastia. As a result, patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2021.